Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported by patient's legal council that patient underwent a total hip arthroplasty on (B)(6) 2006. Revision procedure was performed on (B)(6), 2012 allegedly due to alval. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This supplemental is being filed regarding additional information that was received on july 22, 2014.

Event description:
It was reported by patient's legal council that patient underwent a total hip arthroplasty on (B)(6) 2006. Revision procedure was performed on (B)(6) 2012 allegedly due to alval. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Further information received (B)(6) 2014: after primary surgery, the pain was gone, but patient experienced a sharp jabbing sensation and developed increasing pain over time. Patient underwent revision on march 27, 2012 at the royal national orthopedic hospital due to pain. During the revision a small crack in greater trochanter was noticed and during the reaming process, a free fracture of the greater trochanter occurred. According to the surgeon, the appearance at surgery suggested armd/alval. Samples taken during revision were sent for histopathological analysis; armd is reported.